Event description:
It was reported that the ICD battery "only lasted 3 years" and the device longevity is questioned. Device displayed recommended replacement and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis found that the battery was at rrt (recommended replacement time) with a telemetered value of 2.59 volts. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 39 months before the battery reached rrt voltage. Further analysis confirmed that the device operated about 15a above nominal current drain levels. The excess current drain was isolated to a low voltage analog controller ic (integrated circuit). The failing circuit block on the ic was associated with the accelerometer function. Clearing the por (power on reset) status bit resulted in the accelerometer circuit drawing excess current and disabling the functionality of the circuit. The location and cause of the fault was not identified during the analysis.